Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient resented into the emergency room after receiving inappropriate high voltage therapy due to lead noise. During device interrogation a drop in r wave sensing and pacing lead impedance were also noted. The lead was subsequently capped.